Manufacturer narrative:
(B)(4). The device has been rec'd by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had a system error 105 during use on a patient. It was also reported that there was no patient injury. See scanned page.